Event description:
Analysis of the returned leads found one of the leads was fractured.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott by the physician that one of the implanted leads had migrated. The physician elected to replace both leads. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00329. It was reported that one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Note: it is unknown which lead had migrated, as such both leads are being reported.